Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting decreased r-wave measurements and loss of capture one day post implant due to dislodgement. A revision procedure was performed and the lead was removed from service and replaced without further incident.

Manufacturer narrative:
Visual inspection of the lead noted several cuts which were most likely due to the removal of the suture sleeve. Resistance testing confirmed the lead was electrically continuous. Final analysis was unable to confirm the reported clinical observations of decreased r-wave measurements and loss of capture due to dislodgement. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The lead is currently being analyzed in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.